Event description:
It was reported that video capsule endoscopy (vce) confirmed gi bleed with small area of focal jejunal inflammation. The patient had constipation and dark stools since (B)(6) 2021 discharge. Coumadin was resumed (B)(6) 2021. After bleeding and hemoglobin stabilized, the patient was discharged (B)(6) 2021 on coumadin with lovenox bridge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with low hemoglobin of 6.6 that dropped from 9.6 one week ago. Anemia and melena possible for gastrointestinal bleed. The patient was given packed red blood cells. The patient also had supratherapeutic international normalized ratio (inr) putting coumadin in hold. He was treated with 2 fresh frozen plasma on 14aug.